Event description:
It was reported that the pt expired. It was also reported that the device removed at autopsy. The device was implanted a few days prior to death. The cause of death is unk. Additional info has been requested from the hcp, but was not available as of the date of this report.